Event description:
This is a spontaneous case report received from a lawyer, on behalf of a plaintiff in united states on 07-jan-2016 (case was invalid due to unidentifiable reporter - uncontactable reporter information - case became valid on 08-nov-2016) which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2016. Her post-procedure period has been marked by increasingly severe pain and discomfort, including chronic pelvic pain, chronic back pain, abdominal pain, and excessive migraine headaches. She had never experienced any of these conditions prior to undergoing the essure procedure. She also experienced horrible cramping that was continuous even without menstrual cycle, fatigue, hair loss, she felt like she was in a fog all the time almost disconnected from herself, joint pain and vision problems. She subsequently sought treatment for her symptoms from her physician, but was unable to resolve them. She had a hysterectomy to remove essure and was trying to get her life back. She was prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/chronic pelvis pain amongst non serious events. Plaintiff underwent a hysterectomy to remove the essure coils. Pelvic pain is anticipated in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between increasingly severe pain/chronic pelvis pain and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non-serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc ((B)(4)) received on 07-dec-2016: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced increasingly severe pain/chronic pelvis pain amongst non serious events. Plaintiff underwent a hysterectomy to remove the essure coils. Pelvic pain is anticipated in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between increasingly severe pain/chronic pelvis pain and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was required. Additionally, non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.